Event description:
Pt sedated and on a ventilator in the surgical critical care unit. Ventilator alarmed and found to be inoperative. Pt was immediately given oxygen via ambu-bag. Pt became asystolic but was successfully resuscitated.